Manufacturer narrative:
The speaker was completely out of sound. Results of functional testing indicate a speaker malfunction. The cause of the reported problem was a defective main board. The reported problem was confirmed. The engineer provided their analysis findings and a quote was provided to the customer. The customer is taking responsibility to repair the device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the speakers are not functioning. The device was not in use on a patient at the time of the event. There was no adverse event reported. A good faith effort was made and the philps remote service engineer (rse) confirmed that the device was showing a speaker malfunction error no audio alarm present that time. The speaker was completely out of sound and there was a continuous noise coming from the device. The rse identified a problem with the main board. A quote for the main board was provided to the customer and the customer is to replace the main board.